Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found bent and worn tip clamps at position #7 and #9. Fse replaced the two tip clamps, checked and cleaned all others. Fse verified the x-arm alignment. The instrument was tested without further problem, and it was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).